Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21aug2020.

Event description:
The customer reported that the ventilator was issuing a low tidal volume alarm when set to deliver bilevel positive airway pressure ventilation in the spontaneous breath delivery mode with timed backup. The device was not in clinical use. There was no patient harm. The field service engineer (fse) found no error codes in the event log, so he could not confirm the customer's reported problem. The field service engineer evaluated the device and determined the flow sensor assembly was not performing within specification. The field service engineer also determined that the touchscreen was faulty. The field service engineer replaced the flow sensor assembly and touchscreen, which resolved the reported problem. The ventilator passed all performance verification tests.